Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-05165. The pt had two leads from the same lot. It was reported stimulation never provided adequate coverage. Stimulation also caused pain in the patient's feet. It was also reported the ipg had migrated from its original location due to the patient losing weight. In turn, the ipg caused pain for the patient. As a result, the patient's scs system was explanted and will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.